Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned products, and it was found that the tri-tips were bent out of shape, preventing the device from properly obtaining a sample, hence the complaint was confirmed. There are stringent computer and photographic inspections that ensure the cannula tri-tips are not deformed during the manufacturing process. The tri-tip damage was likely caused by the device striking a hard external surface or a hard object such as a bone or possibly getting caught on some human tissue and pulling back. Since the most likely cause for the damaged needles is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time. Additional information provided in h.3, h.6. And h.11.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
A customer reported "one of our 16ga core biopsy guns broke when dr was using it. We fired it a couple times with no issues and then after the 3rd fire when she pulled it out the tip of the instrument was busted open." Sample and image available.